Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported patient attended facility via referral as d/n reported to fluid/flush leaking from PICC line. On assessment of PICC line there appeared to be a very small fracture on PICC line distal to entry point in acf which was visible. When flushed liquid was clearly leaking from this point. PICC pulled and flushed again and 1 clear fracture could be seen which would have been outside of the arm. A new PICC will be required. No patient harm reported. Inserted to cephalic vein, trimmed to 44cm, exit site marking 3cm. No CT scans completed, unknown if any occlusions occurred. PICC used to infuse pembrolizumab.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed a small, longitudinal split in the tapered section of the catheter tubing, just distal to the molded joint. A section of the catheter from just distal to the observed split to about the 1 cm depth marker was observed to be flattened and compressed. Use residue was observed on the returned sample. A microscopic observation revealed the edges of the split were mostly straight but rough and uneven. The fracture surfaces were also observed to be rough and uneven. Some evidence of kinking was observed on the surface of the catheter tubing adjacent to the split, which suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. Additionally, a review of the provided event information found that a securacath device was indicated to be used to secure the catheter near the area of the observed split. It is possible that this compression-style securement device may have contributed to the observed damage; however, this could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: it was reported secured with a secureacath.